Event description:
It was reported that during a da vinci si hysterectomy procedure, the monopolar curved scissors instrument came apart and a piece fell into the pt. The piece was retrieved and the planned surgical procedure was successfully completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip blade is fractured and the broken piece was returned detached from the instrument. The broken blade had fractured at the cross section of the cable crimp and the fracture plane is nearly straight. Half of the cable crimp is exposed. No other damage found.